Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device is not operating at 100% and would like someone to come out and evaluate it. There was no reported patient involvement /adverse patient impact.

Event description:
The customer called into philips to report that the device is not operating at 100% and would like someone to come out and perform maintenance. There was no reported patient involvement.